Event description:
The malfunction is filed under aag reference 100027257/400499346. Occurred during surgery. Type of indication / operation was acde. No surgery delay.

Manufacturer narrative:
Additional information: block h4. Corrected information: block d4 (lot #).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a abc screwdriver f/self-locking screws (part # fj910r) was used during an anterior cervical discectomy and fusion (acdf) procedure performed on (B)(6) 2019. According to the complainant, the screwdriver tip became worn which prevented a secure fit with the screws. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).